Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 15.3 mmol/l (275.4 mg/dl) while wearing the pod less than one hour. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The patient also reported that they experienced bleeding at the infusion site. As treatment, the patient applied a podpal, however this did not stop the pod from lifting off the skin. The patient also administered long-acting insulin over night and applied a new pod the following morning.